Event description:
A peritoneal dialysis (pd) patient reported drain issues during treatment. Technical support advised the patient to reset up with new supplies. Once the patient was in drain 0 she drained out twice the expected amount. Drain 0: 3779ml. The reported drain volume of 3779ml was 210% over the expected drain volume which resulted in a reportable device malfunction. The patient remained asymptomatic during her pd treatment.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.